Manufacturer narrative:
(B)(4). Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The reported complaint was confirmed through the events log and duplicated during functional check. The root cause was defective mosfet q210 on "l-board. This issue will be internally investigated within vyaire. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reported the suspect component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported the device cycling off and not transitioning to battery power, while in patient use on this ventilator device. The customer stated no patient harm or injury was associated with this event.